Event description:
The manufacturer representative reported an occluded catheter. The blockage was confirmed by a dye study. The drug used in the pump is lioresal (concentration and dose unk). The patient was experiencing a return of spasticity. Preservative free normal saline was put in the pump, and the patient was scheduled for a catheter revision.

Event description:
Additional information received reported that the patient had the catheter revised. The date of catheter revision was unclear. In the programmer, "it showed something on (B)(4) 2007."

Manufacturer narrative:
Product ID 863740 serial# (B)(4), implanted: 2006 (B)(6), explanted: 2013 (B)(6), product type pump supplemental submitted to correct. (B)(4).